Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent exploratory surgery due to continuous serous discharge at their driveline exit site. No signs or symptoms of infection were noted. The driveline passed under the peritoneum in some sections from the right upper quadrant (ruq) to the left upper quadrant (luq). The rectus abdominus and peritoneum were cut in that section and the driveline was brought upwards. The peritoneum and muscle were removed and the fascia was sutured and closed. The discharge resolved. The patient was under rehabilitation at their ward.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) , with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.